Manufacturer narrative:
A ge service representative performed an on site investigation. The lemo pin connector was repaired and the foot switch was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system would not fluoro. The foot switch and lemo pin connector was damaged. No patient injury was reported.